Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a blood glucose of 440 mg/dl. The customer mentioned that she had air bubbles in the reservoir. No mention of bubbles in the infusion set. Troubleshooting was performed. Nothing is returning.